Manufacturer narrative:
Investigation pending.

Event description:
Caller (pt's grandson) alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 3.0, 4.1, 3.3. Pt's therapeutic range: 1.5-3.0 inr.